Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range, unspecified pacing impedance measurements and noise. Diagnostic imaging was performed which confirmed the ra conductor had fractured. The physician elected to surgically explant and replace the ra lead to resolve the event and no additional adverse patient effects were reported. The explanted ra lead was disposed of and is not expected to be returned for analysis.